Event description:
It was reported by a patient/user of the fmc peritoneal dialysis (pd) liberty cycler that the patient was having abdominal pain and drain complications, peritoneal dialysis nurse states that the patient developed peritonitis. It was also reported that patient was sent to the emergency room due to continuous abdominal pain, and malfunctioning peritoneal dialysis catheter.

Manufacturer narrative:
Complaint investigation concludes the event is unlikely related to the fmc device. Clinical investigation indicates the peritonitis hospitalization event information was provided as relevant recent patient history. These events were not alleged to be related to the fmc device. These events predated the cycler complaint. The actual device was returned and no test was performed due to the device internally infested. Device received in condition making a product investigation impossible. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.